Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 30 mg/ml at 7.942 mg/day and clonidine 150 mcg/ml at 39.71 mcg/day via an implantable pump for non-malignant pain. The hcp stated that they wanted to report a "large volume discrepancy." The hcp reported the following details on the discrepancies; on (B)(6) 2023 at the first pump refill post-operative, expected reservoir volume (erv) 13, actual reservoir volume (arv) 27; then on (B)(6) 2024, erv 18, arv 40. The hcp stated that pump dosing was turned down 50% on the 19th and patient was referred to physician. Unsure if any diagnostics were done on the pump or catheter. Pump and catheter were replaced on (B)(6) 2024. Troubleshooting was not required. Additional information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 30 mg/ml at minimum rate 0.2 mg and clonidine 150 mcg/ml at minimum rate via an implantable pump for non-malignant pain. It was reported that refill several weeks ago, the physician got all 40cc of medication back. None was delivered. Since the catheter was 20 years old, the doctor wanted to open to pocket and explore in the operating room. Upon opening, catheter access port (cap) aspiration was unsuccessful. Additionally, the catheter was twisted in the pocket. Physician decided to explant the entire catheter and place a new one. It was also reported that there was no information to report related to the pump. Since the doctor was replacing the catheter, she opted to change the pump as well. There was no indication that this pump had malfunctioned. It was the decision of the doctor to replace. No allegations. The issue was reported as resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked, but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2024 and product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 04-mar-2006, and UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.